Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Received one empty, used pump for evaluation and investigation. The pump was returned empty and used. The pump was re-filled with a normal saline solution to the volume of 100 ml. A flow rate accuracy testing was conducted and the pump was infused within specification. The reported complaint of fast flow is unconfirmed.

Event description:
Patient called hotline stating the pump was empty after 23 hrs instead of 48 hrs. Original fill volume was 100 ml on 100ml/2ml hr pump. No adverse event occurred. Patient was instructed to clamp pump, contact the doctor, and save pump for return. When hotline called back for lot number, hotline was informed that the pump seemed to still have medication inside, so patient was leaving it in longer.